Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Analysis of the returned device found the stent detached from the sds and damaged almost across its entire profile with struts distorted and stretched. The product stent protector was returned for analysis with the device and the internal diameter (ID) was measured using pin gauges. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon had received positive pressure therefore the balloon folds were relaxed. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgment outside the patient occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, before deployment, it was noted that the stent was not on the delivery system. The device was removed from the patient's body. It was then noticed that the stent was still on the stylet on the table. The stent never inside the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, before deployment, it was noted that the stent was not on the delivery system. The device was removed from the patient's body. It was then noticed that the stent was still on the stylet on the table. The stent never inside the patient's body. No patient complications were reported.